Event description:
It was reported that the insulin pump is damaged, and the plastic of the lid is loose at the arrow buttons. Troubleshooting was performed. It was stated that the customer is unsure how it happened. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose motor drive support disk.